Manufacturer narrative:
Reported event: an event regarding failure to power the mics when reaming involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 154 found the pt review successfully passed, all associated nprs have been closed. Complaint history: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding the mics being unable to ream. There were 10 other reported events (actions 309, 651, 700, and 370) and pr 1067523, pr 1274824, pr 1273515, pr 1289783, pr1331602, and pr 1375844. Conclusion: all system accuracy check passed, and mics status check was found failed which confirms the mics didn¿t get power supply from the mako on the day the of the surgery.

Event description:
The surgeon was performing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system. Went to ream acetabulum however there was no power to the mics. Trigger was pressed but reamer basket did not spin. Attached a new mics and agin there was no power. Received error message "cable connection error in cutting system. Notify service fault_hp_comm". Unplugged mics, reset cutter, reset arm software, did soft reboot and received the same error message again when I went back into the cup reaming page. Was forced to ]ream manually.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system. Went to ream acetabulum however there was no power to the mics. Trigger was pressed but reamer basket did not spin. Attached a new mics and again there was no power. Received error message "cable connection error in cutting system. Notify service fault_hp_comm". Unplugged mics, reset cutter, reset arm software, did soft reboot and received the same error message again when I went back into the cup reaming page. Was forced to ream manually.